Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient experiencing syncopal episode. Noise and non-capture seen on the ra lead. Device currently remains implanted. Should additional information be received, this file will be updated.